Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the pace and sense portion of the right ventricular (rv) lead exhibited increasing impedance values to a high impedance that was out of range. The pacing thresholds had also increased and were out of range. The pace and sense portion of the lead were capped and replaced. The rest of the lead remains in use. No patient complications have been reported as a result of this event.